Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
Customer reported via phone call that the insulin pump had a motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap was protruded. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The drive support disk was inspected and no anomaly noted. (B)(4).